Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 41,591 joules. There was no info reported as to whether the fiber cap was retrieved. Also, there was no info reported if there was pt injury. The device was not returned for eval.